Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system caused a hematoma and infection. No medical intervention was reported.

Event description:
This complaint is no longer reportable. Please consider this MDR null and void. After further inquiry with the customer the complaint was determined to be a "near miss". This event is not MDR reportable. This type of event renders the device unusable prior to use, requiring replacement. No infection occurred, defective catheter was discovered prior to use. If further evidence supports device malfunction, this complaint will be re-evaluated.

Manufacturer narrative:
The correction is as follows: this complaint is no longer reportable. Please consider this MDR null and void. After further inquiry with the customer the complaint was determined to be a "near miss". This event is not MDR reportable. This type of event renders the device unusable prior to use, requiring replacement. No infection occurred, defective catheter was discovered prior to use. If further evidence supports device malfunction, this complaint will be re-evaluated.